Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the patient's programming history found that upon initial interrogation on (B)(6) 2009, the patient's settings were seen to be different from those of the last visit. These settings were indicative of a faulted or incomplete diagnostic test; however, no diagnostics were performed on that visit or the visit prior ((B)(6) 2006). It is unknown when the patient's settings were changed and if or when an incomplete diagnostic test was performed.

Manufacturer narrative:
The event date is unknown and was inadvertently listed incorrected on initial MFR. Report. The product information is not known and this information was inadvertently reported on initial MFR. Report.